Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 8.3 mmol/l. Customer was advised the device would be replaced and agreed to return the product for analysis.